Event description:
The physician was treatine a patient with a complete occlusion of the proximal m 1 segment. On the third pass using the retiever , the physician followed the recommended torque techniques but did not reposition the microcatheter proximal to the proximal loops before applying torque. The retriever stretched during withdrawal and the physician relaxed the system allowing the helix to reshape. Upon device withdrawal, he noticed a separation (fracture)on corewire proximal to the retriever helix. The physician attempted to retrieve the fractured tip. The first attempt was made using a 4mm microvena snare, the second attempt was made using a merci retriever x5 - both attempts were unsuccessful. The third attempt, using a 4mm microvena snare, successfully retrieved the fractured tip. There were no reported device related significant adverse events/adverse clinical sequelae associated with the tip fracture or attempts to retrieve the tip.